Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the circulatory support staff called from the ICU to report that the cardiosave intra-aortic balloon pump (iabp) was not displaying the waveform for the balloon pressure although the pump was pumping and an augmentation number was displayed. The iabp was switch to continue therapy and the iabp was reported to the facility biomedical department. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that the circulatory support staff called from the ICU to report that the cardiosave intra-aortic balloon pump (iabp) was not displaying the waveform for the balloon pressure although the pump was pumping and an augmentation number was displayed. The iabp was switch to continue therapy and the iabp was reported to the facility biomedical department. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the site to perform a preventive maintenance (pm). The fse evaluated the iabp and found no problem with the unit during the pm procedure. As part of the pm the safety disk was replaced. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration,functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the circulatory support staff called from the ICU to report that the cardiosave intra-aortic balloon pump (iabp) was not displaying the waveform for the balloon pressure although the pump was pumping and an augmentation number was displayed. The iabp was switch to continue therapy and the iabp was reported to the facility biomedical department. There was no harm or injury to patient and no adverse event was reported.